Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose is 6.2 mmol/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, weak battery, low battery or failed battery test alarms noted. No button error alarms were noted, either. However unit had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing were noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The pump also had had minor scratches on the lcd window, a cracked case at the display window corner, and a cracked reservoir tube lip.